Event description:
Clinical adverse event received for edema. Event is not serious and considered severe. Event possibly related to device and definitely related to procedure. Original implant date 1/4/2021. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).